Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2366-50, serial#: (B)(4), description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the lead sites when stimulation was turned up high. The physician believed that the leads maybe too superficial. The patient underwent a lead revision procedure wherein two leads were placed deeper under the patient's skin. No device malfunction was suspected. The patient was reportedly doing well postoperatively.